Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted tones over the last month. Interrogation of the device found the device and right atrial (ra) lead had exhibited low out of range pace impedance measurements. The plan was to continue to monitor the system. No adverse patient effects were reported.